Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the implant of this lead, difficulty with helix rotation was exhibited however the lead was ultimately implanted. Then during the post implant evaluation, no capture was observed and the physician elected to surgically intervene and reposition lead placement. During the repositioning, the lead again did not exhibit proper helix functionality and the lead was then removed and replaced with another of the same model type. No additional complications were reported and the explanted lead is expected to be returned for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent testing, to include x-ray imaging, did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that during the implant of this lead, difficulty with helix rotation was exhibited however the lead was ultimately implanted. Then during the post implant evaluation, no capture was observed and the physician elected to surgically intervene and reposition the lead placement. During the repositioning the lead again did not exhibit proper helix functionality and the lead was then removed and replaced with another of the same model type. No additional complications were reported and the explanted lead was returned for analysis.